Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no related nonconformance. Through follow up with the surgeon, it was confirmed the valve did not harden and shrink due to dryness. The reporting physician has not determined the cause of the hardening and shrinking of the valve since the device is still under pathological testing at the hospital. The sales rep will attempt to receive the pathological test results. The device is not available for return and evaluation because it is being retained by hospital pathology. No patient conditions or current status of the patient has been provided. Stenosis of an implanted valve, like regurgitation, may be a manifestation of structural valve deterioration. There are cases of svd that result in a combination of regurgitation and stenosis. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, without return of the device for evaluation, there is insufficient information to confirm the clinical statements.

Event description:
Reportedly, this bioprosthetic valve was explanted after an implant duration of five (5) years and eleven (11) months due to mitral regurgitation. The reporting physician described the condition of the valve as ¿two leaflets were not moving, thin pannus was detected on the leaflets at explant¿ and ¿it looked similar to condition of the suture loop jamming at explant. However, after the explant of the valve, no trace of suture loop jamming was detected¿. The valve was explanted and replaced with a 25mm aortic valve with no issues it was reported that the valve shrunk and hardened at explant. The device will not be returned for evaluation because it was sent to hospital pathology.

Manufacturer narrative:
As received, leaflet 1 had a cut area of 11mmx8mm and leaflet 2 had a cut area of 7mmx2mm. Cut sections were not returned with the valve. The free margins of leaflets 2 and 3 exhibited minimal calcification. Heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 13mm. Moderate to heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 12mm. Host tissue was moderate to heavy at the stent inflow and moderate at the stent outflow. Host tissue fused leaflets 1 and 3 at commissure 1 by approx 7mm, leaflets 1 and 2 at commissure 2 by approx 2mm, and leaflets 2 and 3 at commissure 3 by approx 7mm, all on the outflow aspect. Host tissue fused leaflets 1 and 3 at commissure 1 by approx 9mm, leaflets 1 and 2 at commissure 2 by approx 7mm, and leaflets 2 and 3 at commissure 3 by approx 9mm, all on the inflow aspect. Host tissue restricted mobility in the leaflets and led to stenosis. The x-ray demonstrated calcification, no visible damage to wireform. Sewing ring was also cut from leaflet 2 to leaflet 3. This damage is most likely due to explant. Method: x-ray. Additional manufacturer narrative: customer report of regurgitation could not be confirmed. However, the product evaluation indicates the device was calcified with moderate to heavy host tissue. Sections were cut from the device preventing a more conclusive evaluation. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.